Manufacturer narrative:
G2: country of origin is japan. H3: product analysis (B)(4). Air: the requested phenomenon could not be confirmed during the inspection. However, it was confirmed that the outer tube had a scratch, the coupler was loose, and that the scratch appeared when the point was shifted. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an endoscope used for spinal therapy. It was reported that it couldn't seen properly. Additional information received from manufacturer representative that there is no patient symptoms or complications reported as a result of this event. There is no report about delays to procedures related to this product event.